Event description:
It was reported that the device was displaying to keep the downstream occlusion alarm when the infusion line was clear. The event occurred during infusion. There was no patient harm or adverse event reported.

Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the device was displaying to keep the downstream occlusion alarm when the infusion line was clear." Was confirmed through functional and accuracy testing. Visual inspection found the downstream occlusion (dso) seal was cracked. The probable cause was the dso pressure was out of specification. The dso seal was replaced. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.